Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred in (B)(6) 2012, the patient was presented due to mi. Subsequently, index procedure was performed. The target lesion was located in the mid to distal left anterior descending artery (lad) with 100% stenosis and was 50mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 3.00x38mm and 2.50mmx20mm promus element¿ plus stents, resulting in 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin. In (B)(6) 2015, the patient presented to emergency room with severe substernal chest pain. Patient's cardiac enzymes were noted to be elevated and electrocardiogram (EKG) showed inferior st elevation with anterior depression. Coronary angiography was then performed and revealed 90% stenosis in proximal right coronary artery (rca), 80% isr of the previously placed 2.50mmx20mm promus element¿ plus stent and widely patent 3.00x38mm promus element¿ plus stent in lad. The 90% stenosis in proximal rca was treated with the placement of 2.5x24mm and 3.0x12mm bare metal stents and the 80% isr of 2.50mmx20mm promus element¿ plus stent was considered for future interventional therapies. The event was considered to be resolving. On the following day, the patient was discharged.